Event description:
On (B)(6) 2011, pt reported being in the hospital due to her blood glucose level and her infusion device and glucose meter got stolen. Pt stated she went to the hospital because her blood glucose level was 287 mg/dl. Pt reported she thought she was feeling bad due to something else, but found out it was her blood glucose level. Pt stated she would have been able to treat herself if she did not go to the hospital. Pt reported she was given a shot of insulin while at the hospital and after that her blood glucose level dropped to 26 mg/dl. Pt stated she was not on the infusion device when her blood glucose level went down to 26 mg/dl. Pt reported they gave her a glucose shot to bring her blood glucose back up. Pt stated she was in the hospital for a week and a half. Pt's normal blood glucose range is 89-100 mg/dl. Pt reported she also had pancreatitis. Pt stated she was released on (B)(6) 2011. Pt reported she did not receive any error messages on the infusion device. Pt stated she has never changed the infusion adapter. Advised the adapter needs to be changed every 10th cartridge change. Pt reported the infusion set was disconnected prior to going to the hospital and she did not know it came out. Pt has discarded the alleged infusion set and her blood glucose level is back to normal. Submitted a request for assistance to assist pt with the lost infusion device. Pt stated the elevated readings were caused by the infusion set not being attached to her body. Pt reported she was unaware that the infusion set was not attached to her body until she went to the hospital. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.